Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735736, version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and the reported event could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported there was an alleged inaccuracy during navigation. Tracer registration was performed twice, and three-point registration was performed once. Tracer metrics were 2.2 millimeters for the first registration and 2.3 millimeters for the second registration. The three-point registration metric was 1.7 millimeters. When navigating to known anatomical landmarks after each registration, the physician alleged 4 millimeters inaccuracy inferior and posterior. It was noted the non-invasive patient tracker (nipt) value was 0.7, and the initial three-point tracer blue dot appeared on the columella as the most anterior point. A manufacturer representative who was present adjusted to tip of nose and issue did not resolve. It was noted the slice and thickness of the 3d model was 1.2 millimeters and the field of view (fov) may not have been large enough. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.